Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin I stat immunoassay (troponin I stat) on a cobas 6000 e 601 module. The initial result was 0.319 ng/ml. The repeat result was 0.100 ng/ml with a data flag. The repeat result was believed to be correct. The questionable result was not reported outside of the laboratory. The troponin I stat reagent lot number was 411129 with an expiration date of 31-aug-2020.

Manufacturer narrative:
The customer's qc results were not within the specified ranges. Based on the sample tubes used by the customer, the centrifugation time may be too short and the speed may be to high. Rack adapters were not used. Rack adapters should be used with 13mm tubes. The field service engineer replaced the pinch valve tubings. Performed successful calibration with improved signals and performed qc. Qc results were within range. The investigation did not identify a product problem. The specific cause of the event could not be determined.